Event description:
It was reported that after breaking the frontal sinus bone, the bur was used to shave the cortical bone near the external nose to the frontal sinus. Two burs were used and both of them broke. The inner shaft was broken and the spiral wrap was stretched. The first bur was reused, and the second one was new. Considering the cost of the bur, the doctor did not open a third package, and used a hammer and chisel after that. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The device was discarded by the customer. Therefore, an analysis cannot be performed. Method: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.